Event description:
It was reported that the lv lead showed high thresholds. There were difficulties "passing a wire," so the lead was not replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : implantable pacing lead. It was reported that the lv lead showed high thresholds. There were difficulties "passing a wire," so the lead was not replaced. There were no reported patient complications as a result of this event. No conclusion can be drawn, high threshold.